Event description:
It was reported that communication issues occurred while attempting to interrogate a pt's generator. Further info was received from the neurologist's office indicating the pt was likely to undergo generator replacement surgery due to end of service as the neurologist was not able to communicate with the pt's device. Diagnostics were performed a month prior to the reported event which indicated eos=no and no device anomalies were noted at the time. Furthermore, the neurologist has been able to communicate with other vns generators using the same programming system hence no device issues are noted. Add'l info was received from a company rep indicating the pt underwent generator surgery as planned and post op diagnostics were within normal limits on the newly implanted generator. Furthermore, no pre-op diagnostics were performed prior to surgery. At the moment, the root cause of the communication issues is unk as no device anomalies were noted on previous diagnostics. Good faith attempts to obtain the explanted generator have resulted unsuccessful to date.